Manufacturer narrative:
The customer reported an extreme brady alarm that didn't register on their phones. The server only saw an hr value of 32 and no alarm message. According to the customer, it appears that they have a 1:30 to 2:00 minute delay from when an alarm appears and when it is sent. The customer also mentioned that there was an alarm event on (B)(6) 2021 for which the alarm was for v-fib, but the customer believes should've been brady. This alarm didn't go over their phone system. There was another event on (B)(6) 2021 for an asystole alarm that didn't come across the phone system. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there were missed alarms on a patient at the central nurse's station (cns).